Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported no delivery alarm during the fill tubing process. Customer's blood glucose was 391 mg/dl. Troubleshooting occurred and the mother was not able to finish the fill tubing process. The mother was able to finish the fill tubing process when she changed her infusion set. No additional information provided.